Event description:
As reported, during a procedure involving a calcified iliac lesion, an advance 35 lp low profile balloon catheter ruptured. The device was inserted via the femoral artery and ruptured upon the first inflation. Another device was used to continue the procedure. No adverse events to the patient were reported as a result of this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address- postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Event summary: as reported, during a procedure involving a calcified iliac lesion, an advance 35 lp low profile balloon catheter ruptured. The device was inserted via the femoral artery and ruptured upon the first inflation. Another device was used to continue the procedure. No adverse events to the patient were reported as a result of this occurrence. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), drawing, specifications, quality control data, and the instructions for use (IFU). The complaint device was not returned to cook for investigation. No photos of the device were provided either; therefore, no physical examinations could be performed. Cook reviewed the DHR. The DHR for the final lot recorded two relevant nonconformances; all nonconforming products were scrapped, and the lot is inspected 100%. A database search for complaints reported about the complaint lot reveals no additional complaints reported from the field. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: balloon preparation: "choose a balloon appropriate to lesion length and vessel diameter. Upon removal from package, inspect the catheter to ensure no damage has occurred during shipping." Balloon introduction and inflation: "note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution. Inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures. (See compliance card insert.) If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." Cook concluded that component failure unrelated to the design or manufacturing of the complaint device was the cause of this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.